Event description:
It was reported that the implantable cardiac monitor (icm) recorded false pause episodes due to loss of contact. The device is still in use.no patient complications have been reported as a result of this event.